Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiovasculare event and subsequently expired, which is alleged to have been caused by the product administered to the patient for dialysis treatment.